Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx2 bifurcated stent graft and an afx vela suprarenal proximal extension. Approximately three (3) years post initial procedure, the patient presented at routine follow-up with a type 1a endoleak. Currently, plans for re-intervention are under consideration. The patient was reportedly in good condition. Additional information: a clinical assessment was conducted and has revealed indications of aneurysm expansion measuring 6.1mm, the presence of a type ii endoleak originating from the lumbar artery, as well as the identification of a type iiib endoleak stemming from the distal main body. These findings were identified during the review of the computerized tomography (CT) scans conducted at the 3-month and 3-year post-implant on july 12, 2023, and were not included in the initial event report.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good-faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the afx2, type ia endoleak is confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest that there was also an aneurysm enlargement of 6.1mm, type ii endoleak of the lumbar artery, and type iiib endoleak of the distal main body that also occurred. The aneurysm enlargement, type ii endoleak, and type iiib endoleak were discovered on july 12, 2023, during the review of the 3-month and 3-year post-implant computerized tomography (CT) scan. The type ia endoleak complaint is most likely anatomy-related. The proximal extension was placed to salvage the left accessory renal artery. This likely contributed to the type ia endoleak. The main body and proximal extension were both 28mm in diameter. When selecting a 22, 25, or 28 mm proximal extension, a diameter one size larger than the main body of the bifurcated stent graft is recommended which can be considered cautionary product use. It is unclear if this contributed to the reported event. Procedure-related harms of this complaint could not be determined with the medical records available for review. The final patient status was reported as in good condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. B5: describe event or problem - updated g3: awareness date ¿ updated h6: investigation finding codes - remove code 3233 h6: investigation conclusion codes - remove code 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx2 bifurcated stent graft and an afx vela suprarenal proximal extension. Approximately three (3) years post initial procedure, the patient presented at routine follow-up with a type 1a endoleak. Currently, plans for re-intervention are under consideration. The patient was reportedly in good condition.